Event description:
Pt has applied 3 brand new sensors within 12 hours. They each fall off after a short amount of time, pt has been on freestyle libre for over a year with no previous issues, denies any soaps lotions etc changes to site of application. Pt does work in un-airconditioned area but states that is the same occupation since he has been on sensor and 2 of the sensors fell off at home where it is air-conditioned (not sweating) feels there is an issue with the adhesive on sensors.